Manufacturer narrative:
The device was returned for investigation. The device could not be turned on. The device data and fault memory could not be readout. The battery contacts and circuit board were contaminated by liquid (leaked battery) which has penetrated and corroded solder contacts (handling error). The investigation determined the issue was due to contamination of the contacts due to improper handling or maintenance.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number. (B)(4). Customer's meter display has an issue that affected the results field. The results field is not completely legible. The results field not being completely legible could lead to misinterpretation of results. There was no allegation that any test results had been misinterpreted.